Manufacturer narrative:
(B)(4). Date sent: 11/10/2021. Additional information was requested and the following was obtained: does the surgeon believe the bleeding is in direct relation to the use of the har17f? I put possibly as we don¿t know the cause of the hematoma which may have been from a small vessel previously sealed with the focus that then bled into the pelvis after the op had finished? Its one we will never know for sure.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. Additional information was obtained: adverse event term value "pelvic haematoma" has been changed to "pelvic haematoma, categorically can advise this maybe due to the focus shears but unable to confirm. "

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. Additional information was obtained: adverse event term value "pelvic haematoma, categorically can advise this maybe due to the focus shears but unable to confirm." Has been changed to "pelvic haematoma relationship to study device value "possibly related" has been changed to "unknown".

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: were there any difficulties with focus + shears device during the procedure? I have reviewed the operative record and there is no record of a focus related failure. What was the site of the post-op bleeding? Bleeding was from the dissection of the transplanted renal artery in a transplanted kidney. There is no mention that this bleeding was related to the focus device and we would not use or expect the focus device to seal a renal artery. The bleeding was controlled with suture ligation. Were there any generator alert screens during the original procedure? There is no record of there being any generator alerts being activated what power level was used on the generator when using this device? Although there is no record of this in the operative notes however we all use the same standard default settings of 3 and 5. After which procedure did this issue occur? Laparotomy, adhesiolysis, excision of an ileal conduit, transplant nephrectomy, repair of small bowel. How many patients were involved in this issue? - 1 attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the surgeon believe the bleeding is in direct relation to the use of the har17f? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during clinical trial eng_2020_05, procedures laparotomy, adhesiolysis, excision of an ileal conduit, transplant nephrectomy, and repair of small bowl the patient experienced a pelvic hematoma. It required a blood transfusion and in-patient hospitalization or prolongation of existing hospitalization. A drain was inserted as well. The patient has recovered. The relationship to the device is possible and the relationship to the primary study procedure is related.